Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen became frozen. Additionally, the customer reported receiving a minimum fill message after filling a cartridge with 150 units of insulin. There was no impact to the customer's blood glucose level. The customer was able to clear the frozen display, load a new cartridge successfully, and resume insulin delivery.